Manufacturer narrative:
This report is associated with argus case (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the u.s.

Event description:
Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for product used for unknown indication. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: this case was reported from a consumer via call center representative on (B)(6) 2016. A male consumer of unknown age reported that he happens to swallow the product at a small dose while using polident denture adhesive cream and queried if it would be harmful. No further safety information was reported. The consumer did not consent on local privacy law, so no further information would be available.